Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed exiting the tubing during the fill tubing step. Reportedly, the customer changed the infusion set and cartridge, and was able to successfully resume insulin delivery. There was no reported impact to customer's blood glucose level.